Event description:
A healthcare professional reported a complaint related to allergan devices on the left side. Later, the healthcare professional confirmed silicone bleeding. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Gel bleed-breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
A healthcare professional reported a complaint related to allergan devices on the left side.later, the healthcare professional confirmed silicone bleeding.the device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: insufficient information: no observations are performed for the complaint as the event is insufficient information. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported a complaint related to allergan devices on the left side.later, the healthcare professional confirmed silicone bleeding.the device has been explanted.